Event description:
A malfunction alarm was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if any further issues occurred, which they acknowledged and understood.